Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
On (B)(6) 2017, the measuring cell of the customer's cobas e 411 immunoassay analyzer (e411) was replaced. The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on the e411 analyzer on (B)(6) 2017. The sample initially resulted as 2.03 miu/ml accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The doctor was expecting a high result. The sample was repeated and resulted as 669.7 miu/ml accompanied by a data flag. The sample was also repeated twice on a cobas 6000 e 601 module with the elecsys hcg + beta test system on (B)(6) 2017, resulting with values of 590.3 miu/ml and 684.4 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgstat reagent lot number was 12326701, with an expiration date of 04/30/2017. Quality controls recovered within specifications. The field service engineer adjusted probes and performed maintenance on the analyzer. He observed the customer's pre-analytic sample handling process and could not detect any mistakes. Laboratory humidity and temperature were checked and these were within specifications. The engineer replaced the measuring cell, adjusted probes, and adjusted the mixer. He cleaned a wash station and adjusted liquid level detection voltage. After these steps, no further result issues were observed. The investigation noted that calibration signals varied widely and there was fluctuation in quality control values. No controls were tested on (B)(6) 2017. Calibration variation can explain variations in quality controls and patient values, but not the low initial patient value. Upon review of the alarm trace, alarms were observed suggesting that there were repeated sample quality issues.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes are sample quality related. Issues with the analyzer could not be excluded, but would not be a likely root cause. Another possible root cause is insufficient maintenance.